Manufacturer narrative:
Visual evaluation of the returned device found a foreign piece of metal wedged between the prongs of the cautery pin. No other damage was found, and the loop extended and retracted according to specification. The condition of the returned device was consistent with the complaint that the device was "unable to apply electric current"; the complaint was confirmed. This may be a supplier manufacturing issue, and a supplier corrective action has been opened to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2011. According to the complainant, the snare was unable to apply cautery. The cautery pin was reported to be securely attached to the handle. The procedure was completed with another captivator polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(6):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2011. According to the complainant, the snare was unable to apply cautery. The cautery pin was reported to be securely attached to the handle. The procedure was completed with another captivator polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.